Manufacturer narrative:
H.6. Investigation summary samples were received and an investigation was performed. This is the 1st related complaint for thumbpress missing for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Root cause: l2l dispatch #74895 was created for plunger rail jams. Jammed rail, plungers caught in the corkscrew infeed. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10.

Event description:
It was reported that the thumb press was missing from the bd insulin¿ syringe plunger rod during use. The following information was provided by the initial reporter: "consumer reported that the thumb press is missing from the plunger rod, issue involves 1 syringe."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the thumb press was missing from the bd insulin¿ syringe plunger rod during use. The following information was provided by the initial reporter: "consumer reported that the thumb press is missing from the plunger rod, issue involves 1 syringe."